Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: ktt. H6: manufacturing location: monument. Manufacturing date: 10 november 2021. Expiration date: 30 september 2031. Part: 04.037.156s-us, 11mm/130 deg ti cann tfna 360mm/right- sterile. Lot: 469p088 (sterile). One (1) piece was scrapped at mill ID, for machine malfunction. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and a nonconformance was recorded to document the name change of the sterilization supplier. This nonconformance has no impact on the complaint state. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.3, tfna lock drive lot: 427p414 three (3) parts were scrapped at machine complete, for tool breakage. Inspection sheet met all inspection acceptance criteria. Part: 04.037.942.2, lock prong, 130 degree tfna lot: 465p703. Production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria. Raw material was not reviewed for the complaint part or any of its components as the complaint condition of ¿already sat down set screw¿ is not pertinent to raw material. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date the sales rep wanted to report the set screw tfna that was already sat down before we had inserted the nail. There are issues with getting the head element because the set screw was down. This report is for one (1) tfna fem nail ø11 r 130° l360 timo15. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.